Event description:
A malfunction was reported with a malfunction code displayed as "malf 12". There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump, which resolved the malfunction, and they were able to continue using the pump without further issues. Technical support advised the customer to contact them again if the issue recurred, and the customer acknowledged this guidance.